Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r (B)(4), lot number 73e1500356 investigation did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler gets stuck and does not deliver the staples properly. The patient's condition was reported as unknown.